Event description:
A (B)(6) distributor called zoll customer support to report an unknown (B)(6) patient was receiving constant check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed the insulation resistance and functional fall-off tests. Upon evaluation, there was a short at the pulse wire inside the cable connecting the distribution node (dn) and ECG-b. The cause for the test failures and alarms is the shorted pulse wire. The root cause for the shorted pulse wire could not be positively identified. No adverse event resulted from the shorted pulse wire. The patient received a replacement electrode belt.